Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.9-10.6cm from the distal end. The etfe coating was intact at the same location.

Event description:
It was reported that externalized conductors were observed via fluoroscopy.

Event description:
New information notes lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.